Manufacturer narrative:
Root cause of the malfunction was unreasonable abuse of the applicator. The applicator was unreasonably dropped which loosened the bonding of the ultrasound crystal. This misuse caused the applicator to heat and result in the burn to the pt. Ultrasound crystals are properly bonded in production for them to pass the production quality control test before being placed in distribution.

Event description:
Unit ultrasound head was reported as being too hot during pt treatment. The applicator was reported to be hot enough that it burned a pt.